Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the centrimag motor (serial number unknown) was evaluated following the reported event of an s3 system alert. The reported event was determined to be due to the centrimag console and has been addressed via the console investigation. The centrimag motor was not returned for analysis. Provided information stated that the motor was not connected at the time of the event and exchanging the console resolved the alarm. The reported event was unable to be correlated to an issue with the centrimag motor. Device history records were not required to be reviewed per investigation procedures. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a circuit was changed out on one of our patients on extracorporeal membrane oxygenation (ECMO) in cv intensive care unit. The patient was on veno-arterial-venous (vav) ECMO so both consoles were utilized (though one was not actively running we use it to monitor the second flow probe on the same screen). When the backup console was turned on an error message appeared in yellow saying 'system failure' and the fan was significantly louder than normal. There was also a very strong "burning plastic" smell. The machine immediately turned off and took it out of patient use. No harm came to the patient occurred as it was not the console actually in use.